Event description:
Aquari controller was found to be not pumping, no alarm. Hard reboot to get it to start pumping. Then noticed pump was running continuously. Leak isolated to foot section, replaced and tested ok. Patient was involved, however no injury was reported.